Manufacturer narrative:
Explant is in the future. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, seroma-late.

Event description:
Physician has reported "capsular contracture - baker grade IV and seroma - late". Ultrasound and tactile diagnostic carried out. The device remains implanted. This relates to the right side.

Manufacturer narrative:
Visual analysis of the photographs identified; deformation and red particles on the shell. It can not confirm if the device has an opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician has reported "capsular contracture - baker grade IV and seroma - late". Ultrasound and tactile diagnostic carried out. Healthcare professional additionally reported right device rupture diagnosed via ultrasound. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Seroma-late: unable to observe as it is a medical event not related to the device. Rupture: no observed. Additional observations: deformation observed. Voids observed in the gel. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted. Clarification to h2, h10: correction for device evaluation not included in previous medwatch.

Event description:
Physician has reported "capsular contracture - baker grade IV and seroma - late". Ultrasound and tactile diagnostic carried out. Healthcare professional additionally reported right device rupture diagnosed via ultrasound. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional additionally reported right device rupture diagnosed via ultrasound. Device has been explanted.